Event description:
It was reported that during a neurovascular stroke case, the physician was using an imperative care zoom 55 catheter, medtronic phenom 21 catheter, and an aristotle 14 guidewire when the wire got caught in the distal aspiration catheter during the 3rd attempt at aspiration. A small fragment of the distal wire was noted to be retained in the right aca. The physician attempted to retrieve the fragment with a retriever but was unsuccessful and the procedure was stopped at that point. The physician noted they did not think this affected the outcome of the procedure or hurt the patient. Additionally, it was communicated that the portion of the guidewire was left in permanently and the physician felt no further intervention could/would help or change any potential patient outcomes. It was also noted that there were no further complications from the retained guidewire. It was reported the patient expired a few days later as the stroke was significant and the physician was unable to intervene on the occlusion as it was too distal within the vessel.